Manufacturer narrative:
Not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor was contamination caused the test failure at service. The device¿s machine flow sensor was scrapped.